Manufacturer narrative:
Analysis was performed on the returned device. The suture reported suture separation could not be confirmed due to the suture was returned intact. However, needle to cuff miss was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that closure of an unspecified access site was attempted using a proglide device. Reportedly, a first proglide device was successfully placed; however, while attempting to place a second proglide device, after step 3, the wire [suture] was broken. An additional unspecified abbott device was used with the first proglide to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.